Manufacturer narrative:
(B)(4): physio-control is anticipating the device return to the manufacturing facility for eval and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device had all three (charge pak, attention and wrench) icons illuminated and it failed to power on when the customer retrieved it from storage to deploy to service. There was no pt use associated with the event.